Event description:
Client says that while reclining the hinge bracket broke. There were not any injuries associated with this incident.

Manufacturer narrative:
Material and structural testing was done at the parent company. A change in the design of the part was done which improved quality and durability in the hinge attachment area. This chair was updated using the newer style part.